Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR because the patients tooth was removed (permanent damage to a body structure) and invisalign system product was being used at that time.

Event description:
The patient reported the symptom of pain on tooth ll7. The patient reported visiting the treating doctor and had a root canal performed to alleviate the reported symptom. However, the symptom still remained and the tooth was extracted on (B)(6) 2015 to alleviate the reported symptom. The patient reported being prescribed amitriptyline to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2016. The treating doctor did not consider the event was serious in nature or life threatening to the patient.